Event description:
It was reported that during a procedure involving an inflatable penile prosthesis (ipp). The pump was tried but not used. The pump did not fit, the size was too big. The patient was said to be fine. No more information available at the moment. Should pertinent additional information become available, it will be provided.

Manufacturer narrative:
Product investigation complete. The ipp was visually inspected and functionally tested. No leak was found. The cylinders performed within specifications. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The product analysis did not confirm no malfunction. The pump functional test failure will not be considered a probable cause for this event because the functionality of the pump is does not impact its physical size. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that during a procedure involving an inflatable penile prosthesis (ipp). The pump was tried but not used. The pump did not fit, the size was too big. The patient was said to be fine. No more information available at the moment. Should pertinent additional information become available, it will be provided. Product investigation complete. The ipp was visually inspected and functionally tested. No leak was found. The cylinders performed within specifications. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The product analysis did not confirm no malfunction. The pump functional test failure will not be considered a probable cause for this event because the functionality of the pump is does not impact its physical size. No more information available at the moment. Should additional information become available, it will be provided.